Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of a break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date in (B)(6) 2011, a break in aseptic technique occurred described as the patient made a mistake. On (B)(6) 2011, the patient experienced peritonitis. The patient was not hospitalized. On an unreported date, the patient began remedial treatment with vancomycin, cefizox and heparin. The event of peritonitis was resolving. It was not reported if the event of a break in aseptic technique had resolved. Dianeal pd2 ultrabag therapy was ongoing as was remedial treatments with cefizox and heparin. The nurse reported the event of peritonitis was not related to dianeal pd2 ultrabag therapy. A causality statement was not provided for the event of a break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is use error - poor aseptic technique.